Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and dehydration. The reported blood glucose reading at the time of admission was 448 mg/dl. It was stated that the customer had been getting no delivery alarms for the past two weeks. It was also stated that the customer was pregnant, and had been having contractions. The caller requested a replacement insulin pump without conducting any troubleshooting due to the customer being pregnant. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force senor. Unable to perform basic occlusion, excessive no delivery and occlusion tests due to prime anomaly.